Event description:
Follow-up to the surgeon revealed that the patient has not seen the surgeon since (B)(6) 2015 and did not attend the follow-up scheduled a month later. The surgeon was unable to provide additional information as they were not aware of the reported events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient had been experiencing an increase in seizures. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow-up was made to the treating physician's office. However, the physician was unable to provide additional information as they were not aware of the reported events.